Manufacturer narrative:
The lead was located and returned. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted a bend in the lead between 160-175 mm from the terminal pin; the conductor coils were deformed in this location. Electrocautery damage was noted in several places along the lead, and dried body fluid was present in the lead¿s lumen. An x-ray of the lead confirmed the conductor coils were fractured and the inner insulation was abraded. The damage was consistent with lead-on-device interaction as well as compression and movement.

Event description:
--

Manufacturer narrative:
The field representative later reported that as all other lead measurements were stable and acceptable, the clinic will continue to follow the lead impedance on latitude and no change to the lead is planned. The lead remains in service. This report will be updated if additional information is received. Boston scientific received additional information. A lead revision was performed in (B)(6) 2013 and this lv lead was explanted and replaced. It was noted that the lead had fractured due to tightness around clavicle and first rib. The lead was discarded at the hospital after the procedure. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this coronary sinus lead exhibited left ventricular pacing impedances of >2000 ohms. A red alert was issued in latitude for the out of range measurement. It was noted that at implant the impedance was 550 ohms. The patient had been checked in the clinic on (B)(6) and the impedance was 1800 ohms. However, latitude has shown >2000 ohms since two days post implant. R-waves were 7.5mv and pacing thresholds were 2.4v. Technical services discussed bringing the patient in to verify capture, testing the lead for noise, and trying both pacing vectors to see if either one produces impedance measurements that are in range.